Manufacturer narrative:
H.6 investigation summary: bd received samples for investigation. The samples were evaluated and the indicated failure mode for leakage with the incident lot was observed. Further evaluation of the sample was conducted, and we observed a small cut in the tubing. A review of the manufacturing records was completed for the incident lot and no issues were identified. We are reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that during use of the bd vacationer® push button blood collection set with pre-attached holder there was an issue with blood leakage from the tubing. The following information was provided by the initial reporter: complaint about blood leakage from tubing during the blood collection from the patients unfortunately they cant keep this set because it is contaminated and he said its happened before many times with different phlebotomy.

Manufacturer narrative:
H.6 additional information: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for tubing leakage with the incident lot was observed. Evaluation of the customer samples was performed, and a small cut was observed in the tubing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 1396080 the investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set with pre-attached holder there was an issue with blood leakage from the tubing. The following information was provided by the initial reporter: complaint about blood leakage from tubing during the blood collection from the patients unfortunately they cant keep this set because it is contaminated and he said its happened before many times with different phlebotomy.

Manufacturer narrative:
Medical device type: fmi, jka. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set with pre-attached holder there was an issue with blood leakage from the tubing. The following information was provided by the initial reporter: complaint about blood leakage from tubing during the blood collection from the patients unfortunately they cant keep this set because it is contaminated and he said its happened before many times with different phlebotomy.